Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported unstable lock lever cap, physical resistance with the lock lever cap and the lock lever material deformation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported lock lever deformation resulting in physical resistance and the unstable lock lever cap appears to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for lock lever cap that could not be tightened. It was reported that during device preparation, the clip delivery system (cds) lock lever cap was wedged onto the lock lever and was unable to be turned with normal force. A clamp was used to tighten the cap, but it was noted that the screw threads were stripped and it was unable to be tightened. The device was not used and a second cds was used without issue. The procedure continued with deployment of two clips and the functional mitral regurgitation was reduced from grade 4 to grade 1. No additional information was provided.